Event description:
MFR has been notified of one event of user alleges the flange detached from the trach tube in use. The tube was replaced. The hosp administered oxygen to pt as the pt became cyanosed. After pt recovered from cyanosis, the tube was replaced. Event occurrred at the hosp in another country